Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the oes cystonephrofiberscope had a foreign material in the eyepiece body, fixation ring, control body, angle lever, connection, up/down angulation lever plate, forceps elevator, grip cover and grip vent cap. There were no reports of patient involvement.

Manufacturer narrative:
Per the customer¿s response, there was no deviation from the reprocessing procedures written in the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.